Event description:
General report received of an unspecified number of incidents of fluid leaks at the stopcocks below the flush device of the transducer set. It was reported that stopcock connections on the transducer sets loosen resulting in fluid leaks. It is unk whether there was any blood loss; however, there were no reported delay in critical therapy or adverse effects to the pts. Though requested, no additional info provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.